Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient felt a shocking sensation in the pocket up to a few times a day since a replacement of the implantable neurostimulator (ins) on (B)(6) 2017. It was stated the impedances were normal. The patient's spouse thought the issue did get better. The ins was replaced on the day of the report due to normal depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the shocking was not determined. It was also reported the ins was replaced due to normal battery depletion. It was unknown if the issue was resolved. No further complications were reported.